Event description:
Reporter indicated a vns wand was unable to program patients. The reporter also stated, the wand's battery cover had not been able to be removed to replace the battery since the wand had been in use. The wand has been requested for return.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.